Event description:
Procedure type: lap gastric bypass according to the reporter: white tip broke off inside the pt during the insertion. The tip of the device remains in the pt, and could not be located. A new device was opened to complete the case. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).